Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: ust400, 14421-aw rev h 01/16. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider. Living with diabetes 9 / page 119: advises: the easiest and most reliable way to avoid dka is by checking your blood glucose at least 4¿6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops.

Event description:
It was reported that a patient had gone to the hospital by the ambulance for diabetic ketoacidosis (dka). The patient¿s blood glucose (bg) levels reached 768 mg/dl while wearing the pod between 4 and 24 hours on the infusion site (abdomen). When removed from the infusion site, the pod's cannula was found bent. Patient was treated at the hospital and does not know much information on what was going on. The patient was just feeling sick and was vomiting. Patient was in the hospital for two (2) days. Patient discarded the pod so device is not available for return. There have been recent setting changes made to the pdm. It should be noted that there was a pod alarm that occurred, which prompted patient to remove pod.